Manufacturer narrative:
No issue was identified during the investigation of the production documentation and a check of the reference samplers. It was not possible to examine the actual affected sampler as it was discarded by the customer. The reported issue is, however, known in the production. A CAPA investigation has indicated the root cause to be related to the label of the device during the manufacturing process. The following counter measures have been identified: - a new label with a modified top coat material are in the progress of being implemented. - a new cleaner has been introduced in the production. - the work instruction in the production has been updated. It is recommended for similar incidents to gently twist the cylinder within the shield before activating the needle shield.

Event description:
The pharmacy of toulon hospital complained that it was not possible to activate the nsd on three consecutive syringes taken from batch hd-53. The user was not able to activate the nsd with one hand. It felt like as the needle shield was sealed to the syringe. They had to use both hands to make it move. No persons were exposed to blood and no impact patient management. The person who drew the sample has been correctly trained to use our sampler. According to information from the customer the affected syringes was discarded.